Event description:
It was reported that during a hand assisted sigmoid resection procedure, the seal cap ripped when the surgeon pulled his hand out. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.